Event description:
The customer reported the system will not create x-rays and is displaying a precharge voltage error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and battery charger. System operates as intended. (B) (4).